Event description:
The patient was initially implanted with a bifurcated stent graft, a suprarenal stent graft extension and two (2) limb stent graft extensions to treat an abdominal aortic aneurysm (aaa). Approximately 3.5 years post initial procedure, during a routine follow up a cta (computed tomography angiogram) identified minimal overlap between the bifurcated stent graft and proximal extension (device movement) with no endoleak. Physician elected to treat by implanting an infrarenal extension. Patient did well. Additional information: during clinical assessment sac growth of 18.5mm, and type 2 endoleaks (non-device related failure) of the lumbar arteries were identified.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, decrease in the proximal overlap of the aortic devices, sac growth and type 2 endoleaks (non-device related failure) of the lumbar arteries were identified. The decrease in the proximal overlap of the aortic events was most likely anatomy related due to the aortic remodeling (increase in infrarenal angle from 36 to 49 degrees). The sac growth of 18.5mm is related to the type 2 endoleak and type 2 endoleaks of the lumbar arteries is anatomy related. No procedure related harms were identified. The final patient status was discharged home stable on the first post-operative day following an endovascular repair procedure. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. ¿device iteration is afx with duraply."

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. ¿device iteration is afx with duraply".

Event description:
The patient was initially implanted with a bifurcated stent graft, a suprarenal stent graft extension and two (2) limb stent graft extensions to treat an abdominal aortic aneurysm (aaa). Approximately 3.5 years post initial procedure, during a routine follow up a cta (computed tomography angiogram) identified minimal overlap between the bifurcated stent graft and proximal extension (device movement) with no endoleak. Physician elected to treat by implanting an infrarenal extension. Patient did well.